Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoid colon resection procedure, the surgeon fired across the sigmoid with a blue reload and when he observed the staples there were some unformed staples on the anterior side of the staple line of the transection. He then used an eea and completed the anastomosis, he could see some unformed staples in the area and he sutured over the staple lines. They performed a leak test and no leakage appeared at that site. The patient is stable. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with one ecr60b cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. Analysis does not confirm (verify) the reported failure.